Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 mixed mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, it was reported that there was challenges capturing the leaflets with the mitraclip. Troubleshooting was preformed, and the clip was able to grasp the leaflets in a posterior anterior-2/posterior-2 (a2/p2) position. The posterior leaflet was lost during capturing, then it was visualized that the posterior leaflet ruptured. The clip was repositioned and successfully implanted in the lateral a2/p2 position and the procedure was discontinued. The final mr was grade 2. There were no adverse patient sequela or clinically significant delays reported.